Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred at the year of 2016. Block d6b: explant date: 2016. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 16666999. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6) /(B)(6). Batch: 2000010100.